Event description:
It was reported that this right ventricular (rv) lead was suspected to be damage. There was a small difference in the rv impedance. Data analysis was requested but has not been performed. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be damage since there was a small difference in the rv impedance. Data analysis was performed, and technical services confirmed that there was noise detected in several episodes and there was a low out of range impedance measurement, measuring less than 200 ohms. Technical services recommended additional troubleshooting. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.